Event description:
Leaking from soft "wye" on the 4:1 bridge of the cardioplegia custom pack line on the outflow side. Leaking started after the cardioplegia got clamped at the table. Pump shut off at preset of 390. After the pump turned back on the leak started. Hospital has not released product for evaluation.